Event description:
It was reported that the patient's blood glucose level (bgs) rose to 26.2 mmol/l (471.6 mg/dl) due to a previous pod failure. When activating a new pod to treat the bgs, the needle did not deploy at activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.